Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo tip detached prematurely. A microcatheter was being used during a procedure. The tip of the catheter is designed to break off when using an embolic agent but broke off without using the embolic agent. Followed vendor's specific instructions. No patient harm reported. There was unexpected or prolonged care. The patient was undergoing endovascular treatment of arteriovenous fistula in the brain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the apollo micro catheter was returned for analysis within two shipping boxes, within a sealed plastic biohazard pouch, within an opened apollo outer carton and within a resealable plastic pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No other anomalies were observed. Testing/analysis: usable length specification and detachable tip length could not be confirmed as the detachable tip was not returned. The micro catheter was flushed, and water was found to exit the distal tip only with no leaking found. The ldpe coupling tube overlap length was measured to be ~ 1.2mm which is within specification (specifications: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿, however, the cause could not be determined. Possible causes are incompatible devices, or patient vessel tortuosity. Customer reported device were prepared per IFU, no resistance occurred during use, no vessel calcification, and no kink/damage noticed on any of the devices. Customer reported that the tip detached occurred during navigation (not during onyx injection). As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. There is an indication that the failure is related to a potential manufacturing issue and a DHR review will be performed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed with a different product. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The tip detachment occurred during navigation through the guide catheter. There was no resistance when the apollo was being advanced or retrieved. There were no future plans to retrieve the catheter tip. Anatomical location of the apollo tip: av fistula. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices. No unexpected or prolonged care was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.